Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found that the drive valve group was faulty and needed to be replaced. The fse replaced the drive manifold and the issue was resolved. The fse then performed all functional and safety checks per factory specifications. The unit passed all tests performed and was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during pre use inspection, the cs100 intra-aortic balloon pump (iabp) unit alarmed and failed to automatically inflate customer restarted the device but the alarms can not be cleared, customers promptly replace other equipment for use. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).